Manufacturer narrative:
(B)(6) was not provided with identifying info regarding the rptr of this event; the device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Bard (B)(4) received a request from (B)(6) regarding a death associated with an opti-drain catheter. The incident occurred in (B)(6) 2007. "Device inserted into pt without radiological control - perforated heart, died two days later. (B)(6) provided the following info: voluntary complaint, not registered. (B)(4). Product: opti-drain catheter. Cat # 404515. (B)(4). Device inserted into the pt without radiological control. Heart was perforated. Pt died 2 days later. Unk where this occurred in (B)(6). It was reported by (B)(6) hospital. To check for complaints between april to september 2007. Incident occurred on (B)(6) 2007.